Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the details for the explanted valve reported in the presentation. Individual patient medical records and procedure op notes were not provided by the author for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The details and the reason for the explanted valve cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through tct 2018 conference presentation "bioprosthetic valve fracture to optimize results following viv tavr", approximately 2 years after implantation of a 23 sapien 3 valve in a pre-existing 21 mm magna ease surgical valve, the 23 mm valve was explanted. The cause of the explant is unknown at this time.